Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they met with the manufacturing representative (rep) last week on (B)(6) 2025 and were told to call if they needed to reach them. They said that ever since they got their new device put in, they had been getting shocked. The shocking started on (B)(6) 2025. They also had botox at the same time the device was installed. They couldn't tell which device was causing the shocking or if it was both devices. On (B)(6) 2025 it was super bad even though the devices were off. They were getting shocked severely rectally. They went for a couple days where it subsided but not completely but it wasn't as intense. It was bringing them to their knees. Yesterday around 4pm it started up again and they had to shut it down completely. They were still getting shocked at the top of both legs and rectal. The doctor gave them some medication to help with nerve pain. The rep also reported the same issues that the patient explained, but also added that the patient said they were experiencing discomfort/soreness/pinching/ache/pressure. The issue was ongoing and the doctor suggested they get the devices removed if the discomfort persists, but the patient was not amenable to the systems being removed at this time.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33h1a serial# implanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.